Manufacturer narrative:
Follow up submission: a sample was received and evaluated. The unit was tested for air leakage. It was found that the unit lost almost 10psi in 12 seconds with and without the extension attached. The extension piece was tested alone and lost less than 0.02 psi. The unit was then placed in a burst chamber and subjected to 20 psi of water pressure for 30 seconds. The unit leaked at the aluminum/glue interface several places around the cartridge. This observed leakage was consistent with poor bonding of glue to the aluminum surface. The failure of the cartridge is due to poor bonding between the glue and the aluminum surface. This is likely due to improper gluing process, or contamination of the aluminum surface or the glue adhesive. The sample was sent to the supplier for further investigation into this issue.

Manufacturer narrative:
We performed an evaluation including functional testing on the returned cartridge. This cartridge was confirmed to have a leak as a result of a bond failure between the adhesive and aluminum interfaces. At this time investigation is ongoing with our supplier to identify the root cause of the failure. If any further information becomes available an update will be provided to you.

Manufacturer narrative:
Initial emdr submission: a sample was received in the enflow fa lab and is in the process of being evaluated. Once the evaluation is complete a follow up report will be filed. (B)(4).

Event description:
An enflow cartridge was received to the enflow fa lab. The cartridge had an extension attached and was identified to have dried blood internally and externally to the unit. "The leakage is between the enflow extension set and the stopcock. The stopcock is from codan. The sales rep had already sent a sample of the stopcock of codan (which they have been using for the last years). When this appeared, the end-user gave it to the material involved anesthesia nurse. There was no patient harm at all¿.